Event description:
Boston scientific received information that this right atrial lead exhibited a loss of capture. An x-ray was performed and confirmed that the lead had dislodged. A lead revision was performed. All diagnostics are within range after the lead was repositioned. All available information indicates that the lead remains in service. No additional adverse patient effects have been reported.

Manufacturer narrative:
There is no additional information available. If additional information becomes available, the event will be updated.